Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 175 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer¿s blood glucose level was 80 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.